Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with complaint of bradycardia. It was also reported that the right ventricular (rv) lead exhibited high thresholds and no capture. It appeared that the slack was gone in the lead and was suspected that the tip of the lead had been pulled back. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.